Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.

Event description:
Original surgery for a mandible fracture was performed on (B)(6) 2011. Pt was implanted with plate and screws. Post-operative x-rays were taken on (B)(6) 2011 to ensure removal of all metal after arch bar removal. It was noted on the x-ray that the plate was broken. Pt had been asymptomatic and was revised on (B)(6) 2011. Plate and 4 screws were removed. The screws were in normal condition. Surgeon did not implant any new hardware after removing the plate and screws, as the fracture had healed.